Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2025. Upon initial ventricular assist device (vad) interrogation, a driveline disconnect alarm/ (vad) off alarm were noted to have occurred on (B)(6) 2025. Log files were submitted for review and appeared to capture one 1 line of data prior to the driveline disconnect. The line of data consisted of flow noted to be at 1.3 lpm. The driveline was reconnected on (B)(6) 2025 at 10:46:43 and at 10:46:53 the flow recovered to 2.8 lpm. The pump files were normal.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline disconnect alarm on the system controller (serial number: (B)(6)) was confirmed via log file analysis. Log file data from the event date of 12may2025 was reviewed. At 10:46:28, the driveline was disconnected from the system controller, activating a driveline disconnect alarm. The driveline was reconnected to the system controller at 10:46:43, and the pump was able to restart without issue. The system controller supported the system as intended while the driveline was connected. The system controller was not returned for analysis. Provided information indicated that the patient awoke to find that his dog had ¿slobbered¿ on the modular cable connection and disconnected the cable in order to clean it. No equipment was exchanged. It was determined that the root cause of the reported event was due to user error in disconnecting the driveline. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline. The heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a system controller exchange without the aid of a trained, competent caregiver. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the cause of the driveline disconnect alarm/ventricular assist device (vad) off alarm was due to their dog "slobbering" on their modular cable connection area while they were sleeping. The patient then decided to clean it and disconnected it during the cleaning. The patient was said to be stable.